Event description:
Open fixation of the medial malleolus was performed for a medial malleolar fracture sustained on (B) (6) 2008. Patient experienced delayed postoperative wound infection and removal of hardware. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.